Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed. The display went white and black. The pump alarmed during self-test. The customer's blood glucose was unknown. The customer was advised the pump will be replaced.

Manufacturer narrative:
The pump was received with a white spot in the upper left hand corner of the display due to moisture damage on the electronic assembly. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error 75 or 130 were noted during testing. The motor was tested outside the device and it passed. The battery was removed from the pump and monitored for 10 minutes. The pump powered up properly after insertion of the battery and no pump error 23, 49 or 68 were noted. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.